Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2016, the reporter contacted animas, alleging that the pump had no power. Tthis complaint is being reported because the user may be unaware that the pump has lost power, leading to under delivery. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
Follow-up #1: date of submission 02/24/2017 device evaluation: the device has been returned and evaluated by product analysis on 02/06/2017 with the following findings: a review of the black box showed one unexplained power on reset event on the date of the complaint. Evidence of moisture was found behind the display lens. The pump powered on with the returned battery cap to auditory and vibratory alarms with a blank display. The battery cap was able to fully tighten to the pump and the battery compartment was intact. A crack in the base of the pump was found where the keypad meets the battery compartment. A leak test was performed and failed due to a leak at the base crack. The pump case was removed to find evidence of moisture contamination inside the pump on the display flex cable and connector, continuous glucose monitoring board, and on the power printed circuit board and other associated printed circuit board components. The blank display was found to be due to internal moisture contamination. The no power complaint was unable to be adequately investigated due to the inability to run the 24 hour basal program due to the blank display. (B)(4).